Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to assessment of user facility information and retention samples from the reported lot # product code. Visual inspection of the reservoir blood outlet port and port adaptor did not find any visible anomalies. The reservoir outlet port is hereinafter called port in this report. Port was subjected to dimensional inspection and verified to meet the manufacturing specifications. The port adaptor was jointed to port and the joint between them was further tightened by holding the port adapter on the larger bore side where there are some ribs on the outer circumference and screwing it to port securely. The reservoir was then filled with saline solution in the maximum amount to be pooled and left in this state for 6 hours. There was no leak at the joint between port and the port adapter. Simulation testing was conducted on a reserve sample. The port adapter with the white cap attached on it was fixed to port by the white cap being held and screwed till the port adapter would not be screwed in to port any further. Subsequently, the reservoir was filled with saline solution in the maximum amount to be pooled and left in this state for 6 hours. There was no leak at the joint between the port adapter and port. It should be noted, however, that during fixing the port adapter to port, the white cap turned without making secure contact with the port adapter, making it difficult to fix the port adapter to port securely and that subsequently, when an attempt to further tighten the port adapter was made by holding the ribs on the larger bore side and screwing, the port adapter was able to be tightened further. Test 2, the port adapter with the white cap attached on it was fixed to port by the white cap being held and screwed till the port adapter would not be screwed in to port any further. The white cap was removed from the port adapter and a tube was attached to the port adapter. Based on an assumption that the tube may have been subjected to a pulling force while the circuit was built up during the set-up or by the roller pump during priming, the tube was pulled in the lateral direction so that the joint between the port adapter and port could be subjected to an external force. As a result, a leak occurred at the joint. Test 3, one end of a tube was jointed to the port adapter and the other end to the roller pump and then the port adapter was fixed to port. The length of the tube was set to 30cm arbitrarily. Subsequently, with the tube being subjected to a torsional force the reservoir was filled with saline solution in the maximum amount to be pooled and left in this state. 1 hour later, the saline solution started to leak gradually at the joint between the port adapter and port. A review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there was no indication of production-related problems. A search of the complaint file found no similar report with the involved product code/lot# combination. There is another one reported at the same time as this report, refer to MDR# 9681834-2015-00006. Although the exact cause cannot be determined based on the available information, as a cause of the reported leak, the following events may have occurred on the actual sample simultaneously. The port adapter has not been fixed to port securely. The joint between them was subjected to a force, including a pulling force and a torsional force, during set-up and/or priming. If the port adapter had been fixed to port insufficiently, it is likely that the port adapter was fixed to port by its white cap being held and screwed or by the tube jointed to the port beforehand being held and screwed. If the joint between the port adapter and port had been subjected to an external force during set-up and/or priming, there may have been a pulling force or vibrating force affecting the joint during building up the circuit or from the roller pump. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device not returned.

Event description:
The user facility reported a leakage in the venous outlet port of the oxygenator. Follow up communication from the user facility confirmed the following information: (1) the leak was noted during the priming stage; (2) the affected oxygenator will not be returned for investigation due to blood contamination; and (3) there was no patient involvement.